Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, lot# 0206882681, implanted: (B)(6) 2013, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (for, rep, con, hcp): the patient reported via the manufacturing representative that the recharge interval became shorter. The charging interval had become more often. They did some changes with the stimulation including using less electrodes and decrease in pulse width. Additional information was received from the health care provider via a manufacturer representative reporting that the patient has had a long problem of getting charged very often. The patient has came to their health care provider in the last few years to optimize their program. The device has been adjusted so as little energy as possible is drawn. The patient needs to charge for several hours every day. In other words, the battery runs out of power every day. There were no out of range impedances. A longevity estimation was performed using the mdt data information, the device settings of a1: 8.4v, 400¿s, 80hz. Therapy impedances were not available so calculations were done using 500ohms and 1,000 ohms: 500ohms- would expect that the ins will have a recharge interval of approximately 2.7 days at beginning of life (bol) and 2.2 days near end of life (eol). 1,000ohms - would expect that the ins will have a recharge interval of approximately 5.2 days at bol and 4.3 days near end of life eol. The action taken to resolve the event was the patient recharging. The event did not resolve. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 39565-30, lot# 0206882681, implanted: (B)(6) 2013, product type: lead; product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported group impedances were taken and a and b were very low. It was noted that the patient always charged often and for along time but experienced good efficacy. No trauma was reported or anything strange for the patient during recharging as well. The patient was reprogrammed and was to evaluate whether the recharge time could be reduced. No symptoms were reported, and no further complications were anticipated.

Event description:
Additional information received noted that the patient was very old and they were not willing to implant any new electrodes. No symptoms were reported, and no further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0206882681, implanted: (B)(6) 2013, product type lead, product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2013, product type extension, product ID 37081-60,serial# (B)(4), implanted: (B)(6) 2013, product type extension. If information is provided in the future, a supplemental report will be issued.